Manufacturer narrative:
Results: fowler was drifting when it was below 35 degrees because of a faulty clutch spring.

Event description:
It was reported by service report that the fowler was drifting when it was below 35 degrees. No pt involvement or adverse consequences were reported.